Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article titled "robotic mitral valve replacement: a short-term single institution experience"

Event description:
The article, "robotic mitral valve replacement: a short-term single institution experience", was reviewed. The article presented a retrospective, single center study to evaluate the safety, efficacy, reproducibility and short-term clinical outcomes of robotic mitral valve replacement (mvr). Devices included in the article were st. Jude medical/abbott mechanical valve, carbomedics optiform, and sorin bicarbon fitline. The article concluded that robotic mvr surgery is safe and has excellent short-term outcomes. Patients experienced less pain and faster recovery. [The primary and corresponding author was anubhav gupta, department of cardiothoracic and vascular surgery, vardhman mahavir medical college and safdarjung hospital, new delhi, india, with corresponding email: vmmcctvs@gmail.com; dr.anubhav.gupta@gmail.com] the time frame of the study was from september 2022 to may 2024. A total of 12 patients were included in the study, of which 7 (58.33%) received an abbott device. The average age was 39 years and the majority gender was female. Comorbidities included atrial fibrillation, history of cerebrovascular accident, hypertension, solitary kidney, and rheumatic valve disorder.

Manufacturer narrative:
Summarized patient outcomes/complications of masters mechanical heart valve were reported in a research article in a subject population with multiple co-morbidities including atrial fibrillation, history of cerebrovascular accident, hypertension, solitary kidney, and rheumatic valve disorder. Complications reported included surgical intervention, unexpected medical intervention (medication), unspecified infection; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature: article titled "robotic mitral valve replacement: a short-term single institution experience".